Event description:
I was reported that an empty pump reservoir occurred with symptoms of no sleeping, itching, and pain. The device system was used to deliver an unknown drug. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).